Manufacturer narrative:
The field service rep determined probes pierced the wash station stoppers which caused the risk. He verified 24 dcv and monitored instrument initialization to verify operation.

Event description:
Operator reported there was a water leakage issue on their integra 400+. She states a large amount of water had gotten onto the counter, floor and walkway area. No operators were harmed, and there were no discrepant results generated due to the leak.